Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observations shows one of the drivers being bent and the other with the tip fractured off. The final tightening was performed without a torque limiter resulting in excess force on the drivers; however, no determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that during final tightening the t6 driver tip broke off into screw head and remains in the patient.